Event description:
It was reported that: the pt states that he has had pain in his hip consistently since the implant surgery. The pt states that the pain is on the outside of the hip below the incision. The pt has pain in the joint which is where he previously had pain from bone spurs before the implant. The pt cannot run without pain. He also has pain when rising from a seated position. He was taking anti-inflammatory medication to help alleviate the pain, however, it was not effective. Has had an MRI on (B)(6) 2012 and blood tests for chromium and cobalt taken on (B)(6) 2012. His surgeon will contact him for a follow-up appointment when his test results are received.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.